Event description:
During pta of a restenotic lesion (of an unknown palmaz stent) in the renal artery, the aviator plus balloon ruptured during the third inflation at nominal pressure (10 atm). The procedure was completed using other product successfully. There were no adverse effects to the patient. Details of the procedure when the palmaz stent was implanted including lesion and vessel characteristics were requested, but were not available. Please note that this device is not available for testing and evaluation. The catalog and lot numbers were requested but are not available. The complaint received states that during an interventional procedure of a restenotic palmaz stent, an aviator plus balloon ruptured during the third inflation. There is no patient specific information available. There is no information regarding the palmaz implantation procedure. There are no vessel or lesion characteristics available. The rate of restenosis was not reported. The complaint balloon was delivered to the lesion and during inflation, it ruptured at 10 atmospheres. No abnormalities were observed during prep, which was performed according to IFU (instructions for use). There was no reported problem encountered advancing, tracking or removing the device from the patient. An inflation device was used, manufacturer not indicated. Information about the type of contrast and saline ratio used was not reported. Another balloon was used to treat the lesion and the procedure was finished successfully. There was no reported patient injury.

Manufacturer narrative:
There is no sterile lot number information available, thus no DHR could be performed. With the limited information available and without the product available for analysis the complaint of balloon burst could not be confirmed. Inspections are in place to prevent damaged products from leaving the facility and the DHR review confirmed that the product met specifications. It is difficult to draw a clinical conclusion between the device and the balloon rupture event based on the limited information available. In-stent restenosis is a well-known potential complication for this type of procedure and is listed in the IFU. In the literature, in-stent stenosis rates range from 11% to 39% from 6 to 12 months after stent placement. Rates were higher in older patients with more severe atherosclerosis and depended on the type of stenosis treated. In-stent stenosis was more prevalent in ostial stent placement procedures. Stenosis in stents are usually treated with intrastent pta or placement of a second stent. Progression of atherosclerotic disease is known to cause in-stent restenosis and does not indicate a device failure. Intra-arterial stent placement is a treatment of the disease process and is not a prevention or cure for the progression of symptoms of atherosclerotic artery disease. It is not possible to suggest what factors may have contributed to the reported restenosis with the very limited information available. This one of two devices associated with the reported event that were submitted under the following manufacturing numbers 9610978-2009-00116.